Manufacturer narrative:
The device passed the displacement test and selftest. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 176 mg/dl at the time of the incident. Assisted with performing a self test and self test was failed. Customer was able to clear the alarm and able to rewind the pump. The insulin pump will be returned for analysis.